Event description:
It was reported by service report that the foot end of the bed would not operate and was stuck up. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.